Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right side. The 85% stenosed, 24mm in length, eccentric, de novo target lesion contained a lesion bend of >45 and <90 degrees and was located in the moderately tortuous, moderately calcified and 4.00mm in diameter right coronary artery. A 4.00 x 24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, significant resistance was encountered during advancing and when the device was removed, it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.